Manufacturer narrative:
All products were received with the complaint for inspection. Visual examination confirmed the articular surface has pits and scratches along the superior surface and a compressed dovetail feature. The tibial plate has scratches on the inferior surface of the device that are indicative of removal from the patient. The femoral component has residual bone cement on the bone surfaces and other foreign material on the articulating surface. The patella is noted to having the pegs sheared off, fraying along the side of the device, and pits elsewhere. The device history records for the tibial component and the articular surface were reviewed and found no anomalies or deviations. Since the lot number of the patellar component is unknown, a device history record review could not be performed. The knee component compatibility was reviewed and identified all components were compatible. These devices are used for treatment. A product history search was conducted for the part and lot number combination for the tibial component, femoral component, and articular surface and found no additional complaints. A product history search could not be conducted for the patella, as the lot number is unknown. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Per the nexgen cr-flex and lps-flex fixed bearing knee packaging insert both pain and infection are potential adverse events of this procedure. Based upon the information that is available, a definitive root cause could not be found relating to the event. This may change based upon the receipt of additional information. Since the lot number for the patella is unknown, the UDI is unknown.

Event description:
It is reported that the patient was revised due to post-operative pain. During the revision procedure, the surgeon noted that the articular surface appeared to be scratched.